Event description:
This device was returned with oos documentation from biotronik representative janet honeycutt. Per oos, the lead dislodged the pt was in a-fib, the physician choose to extract the lead. This lead was not replaced.